Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that due to recurrent dislocations, patient underwent three revision surgeries since initial total hip replacement. Primary surgery on (B)(6) 2014 with ms-30 stem, protasul 32mm medium head, longevity snap-in cup. A month later, patient was revised on (B)(6) 2014 with protasul 32mm large head and longevity snap-in cup (reported under (B)(4)) patient's second revision surgery occurred on (B)(6) 2016 with ms-30 stem, biolox delta ceramic head 32mm and longevity snap-in cup (reported in (B)(4)) on (B)(6), 2017 the acetabular cup, femoral head and femoral stem were explanted and replaced (this case at hand). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: correct size of the head was used. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: product combination is allowed by zimmer biomet. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: correct handling of the product is out of zimmer biomet control. Conclusion summary: no information is available regarding the case except of the recurring dislocations the patient had. Possible causes for the dislocation include wrong size of the offset or inadequate information during patients counseling by surgeon. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: other dislocations occurred for the same patient and were reported under (B)(4). Also this is a split case with zimmer inc. (B)(4) and was reported under (B)(4). (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, xl, 32/+7, taper 12/14 on unknown side on (B)(6) 2016. The patient was revised on (B)(6) 2017 due to dislocation.